Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "erroring for downstream occlusion" was not reproduced. Evaluation unable to send to flow line for downstream occlusion testing due to a reload set (downstream). A review of the event history log revealed "downstream occlusion!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the force sensor out of specification. Force sensor and downstream tubing guide required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump kept erroring for downstream occlusion in the biomedical service department. There was no patient involvement. No additional information is available.